Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(4) 2012 alleging that on (B)(6) 2012 the patient's friend found her around 12pm unconscious and called paramedics. When the paramedics arrived the patient's blood glucose was tested to be 22mg/dl. The patient was treated with IV glucose. The patient was not taken to the hospital. The patient's blood glucose rose to 66mg/dl prior to the paramedics leaving. The patient later ate a peanut butter sandwich. The pump history was reviewed and there were no alarms surrounding the event. The reporter indicated no change to diet although the patient had severe diarrhea on (B)(6) to (B)(6). The patient reportedly had an appointment with their endocrinologist the week prior and discussed erratic bgs over past 3 months having lows and highs up to "hi" and the endo made some adjustments to insulin regimen. The patient is reportedly feeling more stress than she has for quite awhile. This report is being made based on the allegation that the patient experienced low blood glucose levels and was treated by paramedics.

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification from (B)(4) 2012 to end of pump use on (B)(4) 2012. The black box and suspend history indicated that the pump suspended on (B)(4) 2012 from 9:44am until 11:25am. There were no alarms or pump conditions indicating a malfunction recorded in black box or pump alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Pump was subjected to conditions outside specifications.